Event description:
On (B)(6) 2014, it was reported that the patient underwent generator replacement on (B)(6) 2014 due to battery depletion. The explanted generator could not be returned for product analysis as the hospital does not return explanted devices.

Event description:
It was reported that the vns patient was experiencing an increase in seizures. No known interventions have occurred to date. Attempts for additional relevant information were made but have been unsuccessful to date.